Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: how did the device not meet the customer¿s expectations? Patient bled what level did the surgeon dial the device down to? About half way down green range were any unformed or malformed staples observed? Didn't see any. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there a certain portion of the procedure that they encountered more difficulty than normal? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test and donut confirmation. Both looked good. What was the source of the bleeding? Looked like it came from the anastomosis. How was the bleeding addressed? Patient was packed. Was a blood transfusion required? If so, how much blood was given to the patient? Not to my knowledge. What is the patient¿s current status? Patient ended up doing fine.

Event description:
It was reported that a low anterior resection procedure was completed and all was fine. Within 1 hour post-op of the procedure the patient was bleeding from the anus. The patient was scoped and the bleeding was found at the anastomosis. The bleeding was treated. The device was discarded.